Event description:
It was reported that the atrial lead had increased thresholds, decreased sensing and a decrease in the impedance. It was noted that the atrial lead model is shown to fail and the hospital replaces them prophylactically when needed. The atrial lead was cut, capped and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the lead was capped/cut due to possible failure. Attempts to obtain additional information were unsuccessful. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.